Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) and a consumer regarding a patient receiving fentanyl with an unknown concentration for a total dose of 120 mcg/day and morphine with an unknown dose and concentration via an implantable pump for malignant pain. It was reported an empty reservoir alert/code was noted. It was noted that the 8286 code was reported on the personal therapy manager (ptm) (8835). It was noted that the patient was not due for a refill. The ptm was showing the next refill date was (B)(6) 2019, and the patient was scheduled for a refill on (B)(6) 2019. The rep was to follow-up with patient. No symptoms were reported. The event date was (B)(6) 2019. Additional information received indicated the patient's canister for the device was not filled by the healthcare professional (hcp) and now the patient was in the emergency room. It was noted the pump needed to be filled on (B)(6) 2019, flashed code 8286, and was alarming every 10 minutes. It was noted the patient has an empty pump that was alarming and the patient was told that they could suffer from seizure and withdrawal because of the sudden event. It was noted the rep offered to see the patient right away and has called the hcp to try and get an appointment for the patient. It was noted that the patient was escalated and reviewed a lot of information very quickly including history of event. The patient called the hcp on (B)(6) 2019, thinking they had a refill on the (B)(6) 2019, and the hcp stated the appointment was not until (B)(6) 2019, and did not see the patient at that time. The patient tried 20 times to get a bolus and would not go through and kept seeing code "8682". The patient noted not initially hearing the alarm when the code was seen. It was noted that at one point in the call the patient stated the rep told them it was okay if they were hearing the alarm every hour, but once it gets to every 10 minutes the patient needed to make sure to go in. Later in the call the patient seemed like they were hearing the alarming every 10 minutes (regarding alarm code report). The rep told the patient the hcp won't meet them until tuesday ((B)(6) 2019) because they did not order medication yet. The patient reported the alarm going off and getting sick/vomiting and could not eat starting friday ((B)(6) 2019) at 3pm. The patient told the rep they were sick and hearing an alarm every 10 minutes and that the hcp was not seeing them. The patient's wife "talked to someone" this weekend and they drove and got a pain patch that would last the patient until today ((B)(6) 2019) to "fight off a bit of the detox." The patient's break through dose was 25mcg every 3.5 hour. The hcp wanted the patient to use 13 per day. The patient was going to a new hcp this afternoon ((B)(6) 2019) to see if the hcp will take the patient and resolve the issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a manufacturer representative on (B)(6) 2019. It was reported that the pump was still alarming every 10 minutes and was already out of medicine. The patient couldn't sleep, eat, or do anything with the pump alarming every 10 minutes. A manufacturer representative was called to the hospital, but could not turn off the alarm. An hcp needed to turn off the alarm, and the hcp had not gotten back to the patient or the representative in 4 hours. It was noted that the hcp would fill the pump shortly, and they wanted to silence the alarm but not refill it. The representative was to follow-up with the hcp.